Manufacturer narrative:
The colonoscope was returned to the authorized repair facility for evaluation. A buckle near the distal end of the device was observed upon initial evaluation. The ccd assembly of the device required replacement, after which the device was returned to service.

Event description:
It was reported that endoscopic display images went black during a colonoscopy. There was no report injury or other adverse health consequence.